Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the right superficial femoral artery (sfa). After about 30 seconds of aspiration within the body, an error message to check saline displayed and the device would not run anymore. A second angiojet solent omni catheter was used to complete the procedure with no problems. There were no patient complications and the patient was fine.